Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was dislodged, which was discovered using fluoroscopy. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.